Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient who was receiving saline via a pump implanted for pancreatitis and non-malignant pain. It was reported that a volume discrepancy was identified at the patient's last pump refill. The health care provider withdrew 16ml of drug. A pump and catheter revision was performed. The catheter was going to be checked first and while it was disconnected from the pump the pump port was going to be checked for patency. The patient's catheter seemed to be kinked. Once the catheter was replaced, there was free flow through the entire system. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.